Event description:
The surgeon repaired a large rotator cuff tear with the zimmer collagen repair patch. Five weeks later the pt was seen in the surgeons office where the surgeon noticed reddening and yellowish tint of the skin over the incision site. Upon pressing on the shoulder, the incision opened and purulent matter drained from the incision. The surgeon re-operated the next day to debride the dehisced wound and upon opening the shoulder noticed `gelatinous' material where the zimmer collagen repair patch was placed. The pt was treated interoperatively with antibiotics and when a culture was obtained the lab report was negative for bacteria.